Manufacturer narrative:
According to the facility a resident was being transferred from a chair to a bed when the sling strap broke in two places and the resident fell to the floor. The resident was brought to the hospital and was later diagnosed with a fracture of the right clavicle and a 3rd degree ac separation of the right shoulder. The facility stated that the sling was inspected an no obvious signs of wear and tear were present. However, in looking at the purchase records, the last time that the facility purchased this type of sling was in 2003. The sling was over 4 years old. Even under the best conditions, the useful life of a sling is only two years. The facility indicated that there was no care instruction tag on the sling which indicates that it had either been cut off or was laundered frequently and had torn or worn off. Approximately two weeks after the incident, we received a call from a cleaning service that told us that he had a nursing home customer that had told him that they did not want their slings washed over 140 degrees. He said that bleach was currently being used when washing slings. He wanted to know whether other chemicals could be used to wash the slings. We informed him that we would have to test the chemicals that he was asking about to determine if they would be harmful to the slings. He indicated that the facility had just a sling break. The use of bleach on our slings is strictly prohibited as is indicated on our sling tags and operation manual. The use of bleach weakens the stitching and the overall integrity of the sling and webbing strength. The use of bleach combined with the age of the sling and the failure of the facility to properly inspect and care for the sling was the cause of this incident.

Event description:
Ni